Event description:
While attempting to back a screw out so that it could be re-directed, the distal tip of the screwdriver broke within the screw head. The instrument tip was not recovered and remains captured within the screw head by the mating cover plate component. There was no report of harm to the pt.